Event description:
It was reported on (B)(6) 2022, the junction between ars and introducer needle was loose easily. It was changed to a new set. No patient harm was reported. The current patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing various components including an 18ga introducer needle, ars, dilator, catheter, catheter/needle assembly, and swg assembly. No signs of use were present on any of the components. Visual inspection of the introducer needles and ars syringes did not reveal any defects or anomalies. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso 594-1:1986. The ars and needle involved with this complaint was sent to the wyomissing facility for additional testing and ftir & swm/eds analysis. Ftir and swm/eds analysis revealed a build-up of silicone lubricant on the surface of the ars tip and the needle hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The complaint of syringe/needle connection not secure was able to be confirmed by a complaint investigation of the returned samples. No issues were found with the dimensions of the returned ars syringes nor introducer needles. Based on the samples returned and the analysis of r & d, this issue falls within the scope of a previously opened CAPA. The CAPA is in the investigation phase and the root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on (B)(6) 2022, the junction between ars and introducer needle was loose easily. It was changed to a new set. No patient harm was reported. The current patient's condition is fine.